Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient experienced an allergic contact dermatitis to metal. The patient's skin had an eruption soon after the surgery which involves the device.